Event description:
It was reported that a balloon rupture occurred. The emerge¿ 1.20mm x 15mm monorail balloon catheter crossed the mildly tortuous and calcified lesion, but ruptured at 7 atms after 5 seconds on the first inflation. The device was removed from the patient and the procedure was successfully completed with a different device. There were no patient complications and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).